Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. No replacement since no customer address on file. Customer did not report any product problem. Customer requested training on how to set date and time. There was not enough information to determine the most likely underlying root cause. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. No address on file for customer.

Event description:
Consumer requesting training with setting date and time on new meter and reported symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on (B)(6) 2019, a blood test was performed by the customer and produced test results of 69mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 03/26/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.